Manufacturer narrative:
The repair facility technician preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when performing the startup test. The rft replaced the device speaker - foxlink d speaker - (B)(4). The device passed all functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The reported problem was confirmed. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips initially received a complaint on the mx40 1.4 ghz smart hopping device indicating that the device will not power on. The device was sent to philips bench where the issue of the speaker not functioning was discovered. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use on a patient at the time of the event.